Event description:
The customer reported the system displayed a collimator iris too large message. This occurred during a pt case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a collimator calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.